Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that u by kotex security super plus tampon fell apart during use. She experienced dizziness, fever, chills, pain, nausea and vomiting. On (B)(6) 2018, she went to ER where she was diagnosed with toxic shock syndrome. Consumer was kept overnight in the hospital. Blood work was performed and a CT scan revealed a tampon inside. She was treated with IV antibiotics and a prescription.